Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when a previous MRI was performed, the implantable neurostimulator (ins) was not turned off and the patient felt the leads move. It was unknown if stimulation returned to normal after the MRI and unknown when the MRI was performed. The patient needed an MRI of the brain and cervical spine now and the MRI was not related to their device or therapy. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v660707, implanted: (B)(6) 2011, product type: lead.